Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had received failed battery alarm. The customer¿s blood glucose level was unknown at time of incident. The customer reported that they had tried multiple batteries and failed battery displayed on the screen. The troubleshooting performed and was advised if not aligned or tightened the pump may alarm failed battery test. Customer received failed battery test. The customer was advised to monitor the pump. The insulin pump will not be returned for analysis.